Event description:
It was reported that the programmer touch panel was malfunctioning and an error was found in the error log. The programmer has been returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the stylus and arrow do not align, as a result the overlay/bezel was replaced and recalibrated. It was also noted that there were errors in the error log and a spacer was broken, the spacer was replaced and the link electronic module (lem) circuit board was reseated. (B)(4).